Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported a (B)(6) patient had developed red, itchy pimples on his back underneath the therapy electrodes. The patient was given a zinc salve prescription from his physician. The irritation after using the prescribed zinc ointment.